Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The power potentiometer was replaced and sent for in-house testing. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported a system message displayed during the first case that could not be cleared. The first case was prepped, the second case was not prepped. Both cases were canceled. No pt injury was reported.